Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the kit was missing the tubing that connects the drain bag to the catheter.

Event description:
It was reported that the kit was missing the tubing that connects the drain bag to the catheter.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "contents: urine collection system ref 399400a without catheter without catheter c. R. Bard, inc. Covington, ga 30014 ¿ 1.800.526.4455 www.bardmedical.com manufactured and packaged in mexico pk7634287 03/2011 string hanger, attached sheeting clip, underpad, fenestrated drape, latex-free gloves, 3 antiseptic swab sticks, 10cc lubricating jelly syringe, prefilled 10cc syringe of sterile water, specimen container with cap and label, hand sanitizer, castile soap towelettes bard® infection control add-a-foley tray with statlock® stabilization device and bacteriostatic collection system with statlock® stabilization device and bacteriostatic collection system bard ® infection control add-a-foley tray bard, control-fit, ez-lok, and statlock are trademarks and/or registered trademarks of c. R. Bard, inc. Caution, consult accompanying documents. Single use do not use if package is damaged do not resterilize sterile unless package is open or damaged, except for the hand sanitizer and castile soap towelettes which are not terminally sterilized. Ref 399400a statlock® foley catheter stabilization device ez-lok® needleless urine sample port bacteriostatic drainage tube bacteriostatic collection bag anti-reflux chamber anti-microbial control-fit¿ outlet device"